Event description:
It was reported an issue with dafilon suture. The client reported that upon opening the packaging the needle was missing. No further information has been received.

Manufacturer narrative:
Summary of investigation: there is a previous complaint of this code-batch (regarding a packaging issue) closed as confirmed. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in b. Braun surgical's stock. Three more complaints were received at the same time from the same end customer for different issues. We have not received any sample for analysis. We have received two photographs. One shows an opened aluminum pack, while the other shows an opened cardboard support containing a thread. Due to the image quality and limited resolution, it is not possible to confirm whether a needle was present or absent in the packaging at the time the photographs were taken. Without closed and/or defective samples a proper analysis cannot be carried out. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b. Braun surgical requirements. Conclusion root cause analysis: it has not been possible to determine the root cause because samples have not been received. Final conclusion: without samples we are not in position to study if the affected product does not fulfil the specifications. In consequence, a proper analysis cannot be done, and the case is not confirmed due to lack of evidence. Nevertheless, we take note of this incidence and if any sample is received in the future, we will re-open the case and analyse it. Please note that when no samples are received our analysis is very limited. We regret any inconvenience this issue may have caused and thank you for your collaboration. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.